Event description:
It was reported via repair work order that the bed had no motor controls due to main pcb malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.